Event description:
The customer contact reported bleedback in the tubing. The tubing set was being used to deliver an unspecified medication via a gemstar pump. After an unspecified length of time, the customer contact reported bleedback that was reported to be 50cm in length noted in the tubing. It was reported that the tubing was clamped. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported bleed back in the tubing were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.